Manufacturer narrative:
Upon receipt of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device. These activities are described below: methodology used: nakanishi conducted rotation testing. However, the handpiece made abnormal noises and could not keep rotating. Therefore, nakanishi discontinued the rotation testing. Due to the incapability of the rotation, nakanishi did not attempt to measure the temperature of head and head cap on the operating device. Nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. The photographs of inside parts including the bearings and the retainers were taken. Identification of the specific failure modes and/or mechanisms and the associated device components involved: debris from the front bearings was observed accumulated in the grooves on the front retainer. Ceramic balls were observed gathered on one side of the front retainer due to the accumulated debris. Conclusion reached based on the investigation and analysis results: accumulated debris from the broken bearings generated rotational resistance that caused the overheating. Nakanishi believes that the damage of the bearings is due to the high frequency of the usage.

Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the formation that we can obtain from the initial complainant. On (B)(6) 2012, nakanishi received a phone call from a dentist saying that a patient was burned on the cheek mucosa due to overheating of the handpiece. On (B)(6) 2012, nakanishi received the additional information as follows. The patient was scheduled to visit for follow-up on (B)(6). The handpiece was cleaned using a spray and sterilized for each patient.